Manufacturer narrative:
It was reported that 20 ml of flolan was injected into the filter set shortly after treatment start. It was noted by the reporter that the syringe plunger latch on the syringe carrier had not been applied and that the syringe carrier had not moved. During the set-up of the syringe the user interface instructs the operator to apply the syringe plunger latch on the syringe carrier to the syringe plunger. The latch needs to be applied to the syringe plunger; if it is not, the negative pressure in the syringe line created by the blood flow in the set may cause the syringe to self-empty. A gambro technician inspected the machine after the reported event. He exchanged the heparin fixing block which holds the heparin pump carrier in place. This was a proactive replacement as a broken heparin fixing block would cause the heparin pump carrier to fall off the control unit. No prismaflex failure has been identified. The event was caused by a use error.

Event description:
A patient in the (B)(6) diagnosed with sepsis who was intubated with ventilatory support and receiving noradrenaline and vasopressin was undergoing continuous veno-venous hemodiafiltration (cwhdf) on a prismaflex machine. The patient¿s mean arterial pressure dropped following an unexpected bolus of the entire syringe of flolan. The noradrenaline was increased until the patient¿s map returned back to normal. The patient reportedly recovered after the event.